Manufacturer narrative:
Additional info: lot#: 1029a, exp date: 02/12/2013.

Event description:
On (B)(6), 2010, the pt had a bi-lateral implant procedure. On (B)(6), 2010, the pt returned for incision drainage. On (B)(6), 2010, the pt underwent bi-lateral removal; both the mesh and the expanders were also removed and the surgical site was irrigated. It is currently unk if cultures were obtained. Additional info has been requested; not yet received.